Event description:
An eye care practitioner has reported that a patient experienced a centrally located corneal ulcer associated with wear of focus night & day lenses. Patient presented with mild pain, mild redness & water discharge. Standing over ulcer. No anterior chamber reaction noted and no culture or photos taken. Ocuflox prescribed q4h x 3 days. 10/2004 follow visit notes event resolved with faint scar, no loss of visual acuity. Routine eye exam performed. Refit to a different base curve of night & day lenses and lens wear resumed.